Event description:
Father reported the battery depleted by 45-50% within an hour. There was no reported impact to blood glucose level. The customer requested troubleshooting assistance, and a follow-up email was sent by cts, which eventually closed the case after initial contact efforts included leaving a voicemail.